Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture material. The anchor is fractured below the suture window, all items have debris on them. The distal end of the insertion device is deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that tensile strength requirements are specified and a material certificate of analysis (coa) is required for raw material. A clinical review states one undated, unlabeled intra-operative image was provided and confirmed the reported screw breakage. The root cause has been associated with unintended use of the device. Factors, that could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix screw broke while implantation. The broken pieces were removed from the patient. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.